Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 160 mg/dl and the sensor glucose was 80 mg/dl at the time of the incident. The current blood glucose was 96 mg/dl. Customer treated low blood glucose with carbohydrates. The blood glucose was at 119 mg/dl last checked. Customer stated that, the other sensor suspended me on low but blood glucose was 160 mg/dl and low suspend was on 60 mg/dl on the pump. The customer also stated that, the sensor had sensor updating, change sensor and calibration not expected errors. Troubleshooting for sensor updating, change sensor, calibration not accepted, suspend before low and sensor glucose verses blood glucose. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 60 mg/dl. The device will be returned for analysis.